Event description:
The pt reported that when he performed valsalva, the skin flap over the implant inflated like a balloon. The occurrence has been taken place since the implant surgery. Surgery to pack the pt's mastoid will be scheduled.